Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and removed and cleaned sleeve and clamp. Replaced tip clamp. The instrument was tested without further problem and was returned to expected operation.